Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse noticed that the dressing was soiled and wanted to redo it. She then realized that there was a flow. So she notified the doctor. Decision to stop antibiotic therapy, place vvp and remove PICC line. Clinical consequences: temporary cessation of antibiotic therapy, installation of vvp while waiting for new PICC line installation (because of the need for a central line). No other information provided.